Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing and cartridge. Additionally, it was noted that the fill tubing was taking longer than normal. Customer's blood glucose was not impacted and they were able to successfully start with new supplies.